Event description:
It was reported that there was a ventricular lead warning for low impedance. Oversensing was noted on electrogram, and the threshold measurement is also high. There was also high impedance and an apparent fracture, and pocket manipulation caused loss of capture. The patient was complaining of symptoms returning that were present prior to receiving the device implant. The patient's symptoms improved with unipolar sensing and bipolar pacing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The proximal conductor was fractured, and blood/body fluid was present (not obstructed). The outer insulation exhibited a cosmetic depression, and all insulators were breached (clavicle-rib crush).